Event description:
The clinician reports that the day the implant was placed in ada 5, failure occurred upon insertion. Primary stability not achieved and immediate extraction site. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.